Manufacturer narrative:
Evaluation results: related to operational context (damage occurred during the attempted delivery of the stent). Deformation problem. Evaluation conclusion: operational context caused or contributed to the event (damage occurred during the attempted delivery of the stent).

Event description:
An attempt was made to implant one resolute integrity drug-eluting stent to treat a lesion but the device could not cross and lifted stent struts were noted. No clinical sequelae were reported.

Event description:
Additional information reported that the physician used a different device to complete the procedure. Evaluation summary there were a number of kinks evident along the hypotube. Initial mandrel movement failed due to a blockage in the inner lumen, the blockage could not be removed. The 6th and 10th proximal segments were deformed with struts partially raised. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). No results available since no evaluation performed- (device or procedural images not provided for review). Evaluation conclusions: inherent risk of procedure ¿ (stent deformation). Unable to confirm complaint ¿ (device or procedural images not returned for evaluation). (B)(4).